Manufacturer narrative:
Blood loss. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2020, a two-stage surgery (posterior fixation at t9-s2) was performed. Posterior lumbar interbody fusion was performed at l5/s1 and osteotomy was performed at l3. Plif at l5-s1 was performed, followed by screw insertion, followed by osteotomy at l3, followed by rod placement. During rod placement, bleeding from the bone and a large amount of bleeding from the epidural venous plexus emerged. It occurred from the part where osteotomy was performed at l3, and it was difficult to perform hemostasis. Hemostasis was performed to stop the bleeding and somehow bleeding was stopped. Bleeding volume reached 5500 ml. After hemostasis was completed, all steps of the operation was completed and the operation itself has finished. Since then, no information such as health damage to the patient had been reported.